Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 443 mg/dl. Customer was extremely tired, weak, had dry mouth, and wanted to go to sleep. Customer was wearing the insulin pump at the time of the emergency room visit. Customer took a manual injection and her blood glucose level was going down while she was waiting in the emergency room. Customer stated that the high blood glucose level event began about a month and a half ago. Customer changed their infusion set about 3 days ago. Customer stated that her blood glucose level was 590 mg/dl this morning when she was at the emergency room. Customer had a no delivery alarm when the high blood glucose level began. Customer stated that her reservoir has not been aligned with the battery cap and that it is crooked. Customer stated that sometimes she does not pay attention to the alarms or does not hear them because she is 50% deaf. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.